Event description:
It was reported that the customer exposed the insulin pump to water. Customer had a button error alarm on the insulin pump. Keypad on the insulin pump is also unresponsive. The customer's blood glucose level was 156 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No alarm for an unexpected restart was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.